Manufacturer narrative:
Initial.

Event description:
It was reported that after a pump change the user observed a sustained high blood glucose reading and later discovered insulin leaking from the back of the cartridge area, consistent with a connector issue that prevented proper delivery; the user replaced the pump components and function then normalized. Symptoms included hyperglycemia. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage related to a seal issue, aligning with a fluid leak associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.